Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified that approximately 2mm of 1 blade had detached from the balloon. The pads were intact. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. The three remaining blades were fully bonded to the balloon and no damage was noted to the other blades. No issues were noted with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15jul2015. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use; however, it was noted that the balloon catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good. However, device analysis revealed approximately 2mm of blade had detached. It was further reported that no resistance was felt during advancement or removal of the device during the procedure. The cine and final angiogram showed no evidence of the fractured portion of the device being left inside the patient.